Event description:
It was reported that on the day after implant, an x-ray confirmed left ventricular (lv) lead dislodgement due to patient anatomy. It was noted that there was high lv pacing threshold. An lv lead procedure is planned. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was capped and replaced with an epicardial lead.